Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed transmitter not found during a sensor session. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed transmitter not found during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.